Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while in use with a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the device's electronic records and and verified the reported issue. Physio found the batteries in use at the time of the event were manufactured on 10/12/2018 which is beyond stryker's recommendation to replace batteries every two years. No root cause was able to be conclusively determined and no device repairs were made. The device passed all functional and performance testing and was returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while in use with a patient. This issue is patient related; however there was no adverse event reported.